Manufacturer narrative:
Batch review performed on 25 march 2024: lot 167674: (B)(4) items manufactured and released on 03-jan-2017. Expiration date: 2021-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.:

Event description:
Revision due to an infection and the pathogen is unknown. At about 5 years and 4 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.